Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Ultimately, on (B)(6) 2026, during trouble shooting with tandem clinical support the pump was replaced and reportedly the customer would continue to use the pump for insulin therapy.